Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10872. It was reported that patient presented in emergency room. Upon interrogation, the patients pacemaker exhibited pacing inhibition due to oversensing in the right ventricular channel. Patient was experiencing presyncopal symptoms, dizziness, lightheaded, almost passed out due to loss of pacing. Programming changes were completed to correct oversensing. The patient condition was stable and will be monitored at regular intervals.